Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a paddles not connected message, and that they couldn't switch to a different lead, but that they could deliver shocks. There was no pt involvement.